Event description:
Revision surgery - the pt had a rotator cuff failure.

Manufacturer narrative:
The reason for this revision surgery was to remedy a torn rotator cuff after approximately 12 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. The affected parts were dispositioned returned to vendor and not used in the lot. A review of the product complaint report history shows this is the 19th complaint for this part number: three dislocations, three failed rotator cuff, two subscap tears, two pain, two trauma, two failed hemi, one subluxation, one device loosened, one malpositioned, and one limited range of motion. This is the first complaint for this lot number. The root cause for the torn rotator cuff was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.